Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "dimensions not specified correctly and/or improper materials used". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was no longer using the purewick urine collection system because it did not suction unless the wick was placed in exactly the right position and the machine was loud. Also stated that the patient experienced a urinary tract infection while using the purewick urine collection system. It is unknown what medical intervention was provided for urinary tract infection. Per follow-up call performed on (B)(6) 2021. It was stated that they had not used the device in months and that they were having general issues with placement. Customer stated that doesn¿t have any other information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was no longer using the purewick urine collection system because it did not suction unless the wick was placed in exactly the right position and the machine was loud. Also stated that the patient experienced a urinary tract infection while using the purewick urine collection system. It is unknown what medical intervention was provided for urinary tract infection.